Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "clips were falling off during the case" did clips fall off of the tissue or vessel they were applied to? Or were clips falling off of the clip applier itself (meaning clips would not hold in the jaws of the applier)?

Event description:
It was reported that during a nephrectomy, lt200 clips are falling off during the case.

Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results of the lt200 cartridge found that it was received empty. No damaged on the cartridge was noted as both the cover and base were observed properly attached. The event report could not be confirmed as the reload was received empty. In addition, 8 loose clips inside of a plastic bag were received.